Event description:
The customer reported that the display was blank upon powering on the device.

Manufacturer narrative:
The customer reported that the display was blank upon powering on the device. The device was evaluated at philips, and the symptom was verified. The control pca was found to be faulty. Replacing the control pca resolved the problem.